Event description:
Aspiration [arthrocentesis] ([synovial fluid analysis abnormal]) knees swelled [injection site joint swelling] ended up not having weight bearing [weight bearing difficulty] hard to walk [walking difficulty] elevation in white blood count [white blood cell count increased] chills [chills] case narrative: initial information received on 09-oct-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced aspiration, her knees swelled, ended up not having weight bearing, hard to walk, elevation in white blood count and chills with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate, (dosage, route, frequency, indication: unknown) in right knee. On the unknown date of (B)(6) 2024, on the same day, the patient ended up not having weight bearing (weight bearing difficult), knees swelled (injection site joint swelling) having chills and hard to walk (gait disturbance) (batch number; expiry date: unknown). On (B)(6) 2024, she ended up in the emergency room and had aspiration (arthrocentesis) and blood works stated that she had bloody synovial fluid (synovial fluid analysis abnormal) and had elevation in white blood count (white blood cell count increased) (batch number; expiry date: unknown) relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [bloody synovial fluid] white blood cell count - in (B)(6) 2024: [elevation in white blood count] action taken: unknown it was not reported if the patient received a corrective treatment for the events (ended up not having weight bearing, chills, bloody synovial fluid, hard to walk, elevation in white blood count, aspiration). Outcome: unknown for all the events. Seriousness criteria: medically significant for aspiration and injection site joint swelling

Event description:
Aspiration [arthrocentesis] ([synovial fluid analysis abnormal]) knees swelled [injection site joint swelling] ended up not having weight bearing [weight bearing difficulty] elevation in white blood count [white blood cell count increased] hard to walk [walking difficulty] chills [chills]. Case narrative: initial information received on 09-oct-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced aspiration, her knees swelled, ended up not having weight bearing, hard to walk, elevation in white blood count and chills with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On the unknown date of (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate, (dosage, route, frequency, indication: unknown) in right knee. On the unknown date of (B)(6)-2024, on the same day, the patient ended up not having weight bearing (weight bearing difficult), knees swelled (injection site joint swelling) having chills and hard to walk (gait disturbance) (batch number; expiry date: unknown). On (B)(6)2024, she ended up in the emergency room and had aspiration (arthrocentesis) and blood works stated that she had bloody synovial fluid (synovial fluid analysis abnormal) and had elevation in white blood count (white blood cell count increased) (batch number; expiry date: unknown). Relevant laboratory test results included: synovial fluid analysis - on (B)(6)2024: [bloody synovial fluid]. White blood cell count - in (B)(6)2024: [elevation in white blood count]. Action taken: unknown. It was not reported if the patient received a corrective treatment for the events (ended up not having weight bearing, chills, bloody synovial fluid, hard to walk, elevation in white blood count, aspiration). Outcome: unknown for all the events. Seriousness criteria: medically significant for aspiration and injection site joint swelling. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct -2024 with summarized conclusion as no assessment possible. Follow up information received on 10-oct-2024 from the quality department. Global ptc number added. Additional information was received on 10-oct-2024 from the quality department. Ptc results added. Text amended accordingly.

Event description:
Bloody synovial fluid [knee haemarthrosis], bloody synovial fluid [synovial fluid analysis abnormal], aspiration [arthrocentesis], knees swelled [injection site joint swelling], ended up not having weight bearing [weight bearing difficulty], elevation in white blood count [white blood cell count increased], hard to walk [walking difficulty], chills. Case narrative: initial information received on 09-oct-2024 regarding an unsolicited valid serious case received from a patient. This case is linked with case (B)(4) (multiple device suspect used in same patient). This case involves adult female patient whose knees swelled, had aspiration, bloody synovial fluid, her, ended up not having weight bearing, hard to walk, elevation in white blood count and chills with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date of (B)(6) 2024, the patient started using hylan g-f 20, sodium hyaluronate (strength: 16mg/2ml) (dosage, route, frequency, indication: unknown) in right knee. On an unknown date of (B)(6) 2024, (latency: unknown), the patient ended up not having weight bearing (weight bearing difficult), knees swelled (injection site joint swelling) having chills and hard to walk (gait disturbance) (batch number and expiry date: unknown). On (B)(6) 2024 (latency: few days), she ended up in the emergency room and had aspiration (arthrocentesis) and blood works stated that she had bloody synovial fluid (haemarthrosis) (synovial fluid analysis abnormal) and had elevation in white blood count (white blood cell count increased) (batch number and expiry date: unknown). Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: aspiration joint -on (B)(6) 2024: [bloody synovial fluid]. Synovial fluid analysis - on (B)(6) 2024: [bloody synovial fluid]. White blood cell count - in (B)(6) 2024: [elevation in white blood count]. Action taken: unknown for all events. Corrective treatment: aspiration joint for injection site joint swelling, not reported for rest of the events. Outcome: unknown for all the events. Seriousness criteria: medically significant and intervention required haemarthrosis, synovial fluid analysis abnormal, aspiration joint and injection site joint swelling. A product technical complaint (ptc) was initiated on 08-oct-2024 for synvisc (lot/batch number: unknown) with global ptc number: complaint - (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 10-oct -2024 with summarized conclusion as no assessment possible. Follow up information received on 10-oct-2024 from the quality department. Global ptc number added. Additional information was received on 10-oct-2024 from the quality department. Ptc results added. Text amended accordingly. Based on data previously received, the following information has been amended: event of knee hemarthrosis was added. Synovial fluid analysis abnormal updated to diagnosis and related case ID (B)(4) added in narrative and references. Seriousness criteria of intervention required added in narrative for aspiration joint, bloody synovial fluid and injection site joint swelling.